Event description:
It was reported that the patient experienced increased pain and numbness in legs. CT revealed that the catheter was disconnected from the pump and torn. The patient was planning to see the physician. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).